Manufacturer narrative:
A sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that a nurse experienced a needle stick injury when putting a cap back on to an unspecified bd¿ pen needle after injecting a patient. There was no report of medical interventions.